Manufacturer narrative:
The real intelligence robotic drill guard, part number rob10016, lot number unknown, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with wear and tear due to repeated use opening up inner diameter of guard. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The cori, real intelligence robotic drill guards, part number rob10016, lot (10)1131797, used for treatment were returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The drill guard was put onto 2 drill attachments, and did not feel loose. Kpcs were run with the drill guard attached, and pointing towards the floor, and the drill guard did not come loose nor spin. The inner diameter (101287, rev a, dia. .3125) was measured and found to be within specification. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with wear and tear over time. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori-assisted tka, three (3) real intelligence robotic drill guard were loose, sliding off the drill while the surgeon was burring. They were not fixating onto long attachment. Surgery was performed after a delay greater than 30 minutes, with a back-up device. Patient was not harmed.

Manufacturer narrative:
Internal reference: (B)(4).